Event description:
A customer contacted beckman coulter inc. (Bec) regarding erroneously elevated troponin (accutni) results above the ami cut-off generated by the access 2 immunoassay system for two patients. Repeat testing of the patient samples on a different instrument produced lower results within the normal reference range of the assay. There was no report of patient injury or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The patient sample was collected in a serum sample tube and centrifuged for 5 minutes at 5607rpm. Qc was performing within the customer's established limits on the day of the event. A system check performed by the customer on (B)(4) 2011 passed within instrument specifications. The customer reported there was a 'wash valve/pump motion error' message in the instrument event log. A field service engineer (fse) was dispatched on-site (B)(4) 2011 to evaluate instrument hardware. Fse discovered a crack in the wash pump home sensor and replaced the sensor, reseated the wash pump flag. Fse performed a 20 replicate low level accutni precision run with acceptable but slightly erratic results. Fse also observed build up on the transducer and after cleaning the transducer and performing a second precision run with questionable results, fse ordered a replacement transducer for installation at a later date. Fse returned to the customer site on (B)(4) 2011, replaced transducer and performed a precision run to verify hardware. Accutni precision runs using low level and high level accutni qc both produced results within the customer's established qc ranges and within the labeled assay precision claims. Hardware repairs performed by the fse resolved the issue. This MDR documents the accutni results generated on (B)(4) 2011 at this customer's lab. MDR # 2122870-2011-04733 has been submitted to document the accutni results from (B)(4) 2011 and MDR #2122870-2011-005005 has been submitted to document the ckmb results generated on (B)(4) 2011.